Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
Covidien tech support troubleshoots this issue with customer over the phone. Covidien tech support suggested to replace psol valve, also customer reported that the ai pcb was replaced due to the same failure. Ventilator passed all test required. Covidien was not authorized to service the device.